Event description:
It was reported by a non-medical professional that the patient underwent a procedure forl5-s1 fusion where rhbmp-2 was mixed with autograft and placed into cage and implanted via a posterior approach. Additional rhbmp-2 was placed in the gutters. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.